Manufacturer narrative:
(B)(4). The device was not returned for evaluation as no device malfunction was reported; no product history was done as well as no lot was obtained.

Event description:
(B)(6) year-old had a subxiphoid convergent procedure on (B)(6) 2017 and at that time only the epicardial posterior wall ablation portion was completed using the epi-sense device. The patient was off-pump and no heparin was given and per the surgeon, there were no procedural complications or device malfunctions. Sometime after the procedure, either that day or the following day, it was reported that the patient had a tia and it was unknown if a CT scan was done to confirm. The surgeon is unsure what to attribute the tia to and was deemed resolved during this initial stay. During the follow up visit with the ep doctor on (B)(6) 2017, it was decided to schedule the endocardial portion of the procedure which would be 3 months out. Atricure was notified of the event on (B)(6) 2017.